Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claimsuite alerts received. Claimsuite alleges that the patient was revised to address pain. Doi: (B)(6) 2006; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place on (B)(6) 2011. Asr xl acetabular system (right) update ad (B)(4) 2018 dint (B)(4) has been re-opened due to receipt of claimsuite alerts. Claimsuite alleges that the patient was revised to address pain. Doi: (B)(6), 2006; dor: (B)(6), 2011; right hip.

Event description:
The pt has been scheduled for an asr revision. Specific details regarding the report are unk.